Event description:
Event description guidant received information that effusion into the pericardium was noted during a lead repositioning procedure. The physician believed he perforated the ventricle.